Event description:
It was reported that there was a rapid drop in battery charge by 25%, leading to an unexpected shutdown of the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the insulin on board and max hourly bolus would reset to zero, continuous glucose monitoring sessions must be manually restarted, and the cartridge must be reloaded when the pump turns off or is reset. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.